Event description:
It was reported that a pump malfunction occurred after the pump was dropped. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again. No additional information regarding the outcome of the event was provided.